Event description:
Additional information was received from a manufacturer representative. It was reported that the physician "flipped the stimulator in the patient." Full bars and recharging was achieved after the procedure and the issue was resolved. No symptoms or complications were anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was poor coupling between the ins and the ins recharger. It was reported that the patient was only getting 2 coupling bars and used to get 8 bars. It was noted that the ins could still communicate with the patient programmer. It was reported that they could get anywhere from 68-80, but they still only get 2 coupling bars. A second ins recharger was tested with the ins and was only able to get 4 bars. It was noted that they ins may be flipped and that may be affecting the coupling. The patient planned on getting an x-ray to assess whether or not the ins was flipped. No complications were reported.

Event description:
Additional information received from a manufacturer representative reported that no surgical intervention was performed that was related to the report. There were no further complications reported or anticipated.